Manufacturer narrative:
A boston scientific technical services consultant documented and discussed that the clinical observation could be the result of an oscillator problem when the device was exposed to energy which might be attributed to cautery used during procedure. The caller stated that the device displayed that it was in monitor only (mo) mode but also displayed a messaged about shock therapy would not be delivered. The consultant suggested the caller program shock therapy off as patient has the lvad and sensing is unipolar in safety core. The caller was going to leave therapy off and contact this patient's physician. The consultant informed the caller they need to consider the patient is now unprotected and device replacement was recommended. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this patient received a left ventricular assist device (lvad) the device was found to be in safety core. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the patient had received a shock. The device could not be interrogated due to safety mode so the delivery of a shock could not be confirmed. The device has not been scheduled for replacement yet. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.